Event description:
Sorin group received a report that while the scp system was being tested on a circuit, error messages were displayed and the rpm's were not stable. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that while scp system was being tested on a circuit, error messages were displayed and the rpm's were not stable. There was no patient involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.